Event description:
The customer initially reported that one of his employees was handling one of the biological indicators after processing and the employee reported that the bi vial broke and it burned her right hand. However, the employee that received the contact clarified that the liquid was on the outside of the pouch and this was how she obtained the contact. She did not see a doctor or require treatment for the contact. She rinsed the contact area under running water. She reported that the biological indicator was intact and did not break as was previously documented. The only item in the load was the biological indicator. The customer also reported that the vaporizer plate is in correctly and the processed vial was not compromised. The vial is in the incubator and is not leaking and has the media in it. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Skin contact, labeled. Capital equipment, evaluated at customer site. The fse noted that the system had run several successful loads since service call was opened. The fse completed system certification. All parameters passed. The fse ran an empty chamber cycle. The system was found to meet factory specifications.